Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No number scrolling anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed button error and keypad unresponsive. Customer stated removed the battery and still showing the alarm. Troubleshooting was done. Customer stated that she entered her carbs and the numbers just started to scroll up and took out the battery and gave her button error. No blood glucose reading provided. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.